Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: plaque shift requiring additional stents as treatment. Device issue: no device malfunction has been reported. It was reported via a trial that a plaque shift occurred while implanting the xience v in the mid right coronary artery (rca). Another stent was implanted overlapping the first stent to treat the plaque shift. No additional event or patient information is available.

Manufacturer narrative:
(Plaque shift). Plaque shift is the redistribution and movement of plaque near the lesion site that can occur after stent implant and/or after balloon dilatation. Plaque shift may be regarded as an embolism in which plaque moves from one location and causes a blockage, or occlusion, in another. Factors that can contribute to plaque shift include lesion characteristics, predilatation strategy, device size selection, and procedural technique. It was not reported whether predilatation was performed, which may have aided in the evaluation and determination of cause for the plaque shift. There was no report of any product malfunction at time of implant, suggesting that there is no product deficiency.